Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a portex® bivona® custom tracheostomy tube measured to be 50mm, however on the flange, it was labelled to be 41mm. It was noted that the label on the box correctly labelled the tube as 50mm. No injury was reported.